Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had motor anomaly. Customer's blood glucose at time of incident was 17mmol/l. Customer stated she had difference occlusions and motor error. Customer stated that she put in 11 new infusion sets. Customer does not trust pump anymore. Customer was advised that pump will be replaced. Customer was advised to return pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the rewind, seating, basic occlusion, occlusion, force sensor and displacement test. No unexpected motor error alarm, pump error 42 or 43 in the insulin pump history noted. The insulin pump was received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, keypad overlay texture damage and minor scratched lcd window.